Manufacturer narrative:
Date of submission (B)(4) 2017 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2017 with the following findings: there were multiple unexplained pump reboots observed in the black box. The battery compartment was cracked and the returned battery cap threads were stripped and unable to fit to the pump; therefore, the original complaint was duplicated. A test battery cap was undamaged and able to fit. There was evidence of moisture corrosion observed on the display screen inside the pump. The leak test failed due to a battery compartment leak. The pump alarmed with ¿cs088¿ alarm during the 24hr duration test. The pump¿s cover was removed and further moisture corrosion was found internally. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. Additional method: (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue; intermittent power with moisture in the battery compartment. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.